Event description:
The customer reported that bleeding was seen at the seal site even though an end tone, indicating a completed seal cycle was heard. Another device was used to complete the seals and a transfusion was performed. Another device was used to complete the procedure. The pt is said to be doing well.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.